Event description:
It was reported the pt experienced no stimulation, but had "great stimulation coverage" a few days prior. Impedances readings were >3,600 ohms. No trauma or falls were reported. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.